Event description:
It was reported that the patient sought medical attention. The device was discarded. Additional information regarding the medical event was solicited, but unavailable. If new information is provided, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention. No lot release records were reviewed, as the product lot number was not provided.